Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1706007) on 17-aug-2017. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 50-year-old female patient who had essure (batch no. 619459) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy to essure components"), myalgia ("muscular pain"), arthralgia ("articular pain in arms and legs"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), tendonitis ("tendinitis"), tinnitus ("tinnitus"), vertigo ("vertigos") and raynaud's phenomenon ("raynaud's syndrome"), 1 month 14 days after insertion of essure. The patient was treated with surgery (trans vaginal coelio hysterectomy prepared with monoblock extraction). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the back pain, myalgia, arthralgia, fatigue and fibromyalgia was resolving. At the time of the report, the allergy to metals, tendonitis, tinnitus, vertigo and raynaud's phenomenon outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, fatigue, fibromyalgia, myalgia, raynaud's phenomenon, tendonitis, tinnitus and vertigo with essure. The reporter commented: reported by patient on (B)(6) 2016 (presumably a typo as removal reported as (B)(6) 2017 and therefore the date was considered as (B)(6) 2017): "general condition is improving, but it has only been 5 weeks since the implants were removed. My body hurts less. I have still been getting the so-called fibromyalgia pains, but these are decreasing. I am much less tired¿ diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Allergy test - on an unknown date: lymphocyte activation test: titanium: positive; nickel: mild positivity; gold: positive. Biopsy uterus - on an unknown date: anatomopathological analysis of the hysterectomy piece that I had to perform for you with analysis of the 2 ovaries and the essure coils. There is no malignancy, the coils are present in each tube. Orthopaedic examination - on (B)(6) 2006: examination of the spine l5-s1 disc disease with the presence of a regular median disc herniation with very slight left predominance. Lot number: 619459 manufacture date: 2009-02 expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc - MFR and expiration dates updated a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 10-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6)-year-old female patient who had essure (batch no. 619459) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced back pain (seriousness criterion medically significant), allergy to metals ("allergy to essure components"), myalgia ("muscular pain"), arthralgia ("articular pain in arms and legs"), fatigue ("chronic fatigue"), fibromyalgia ("fibromyalgia"), tendonitis ("tendinitis"), tinnitus ("tinnitus"), vertigo ("vertigos") and raynaud's phenomenon ("raynaud's syndrome"), 1 month 14 days after insertion of essure. The patient was treated with surgery (trans vaginal coelio hysterectomy prepared with monoblock extraction). On (B)(6) 2017, the back pain, myalgia, arthralgia, fatigue and fibromyalgia was resolving. At the time of the report, the allergy to metals, tendonitis, tinnitus, vertigo and raynaud's phenomenon outcome was unknown. The reporter provided no causality assessment for allergy to metals, arthralgia, back pain, fatigue, fibromyalgia, myalgia, raynaud's phenomenon, tendonitis, tinnitus and vertigo with essure. The reporter commented: reported by patient on (B)(6) 2016 (presumably a typo as removal reported as (B)(6) 2017 and therefore the date was considered as (B)(6) 2017): "general condition is improving, but it has only been 5 weeks since the implants were removed. My body hurts less. I have still been getting the so-called fibromyalgia pains, but these are decreasing. I am much less tired¿ diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Allergy test - on an unknown date: lymphocyte activation test: titanium: positive; nickel: mild positivity; gold: positive. Biopsy uterus - on an unknown date: anatomopathological analysis of the hysterectomy piece that I had to perform for you with analysis of the 2 ovaries and the essure coils. There is no malignancy, the coils are present in each tube. Orthopaedic examination - on (B)(6) 2006: examination of the spine l5-s1 disc disease with the presence of a regular median disc herniation with very slight left predominance. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2020: lab data updated; essure insertion and removal date updated; outcome of events "back pain"; "myalgia"; "arthralgia", "fibromyalgia" and "fatigue" updated; a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.